Manufacturer narrative:
Patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.